Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported the patient had been charged ins more frequently, he used to charge every 2 to 2.5 weeks. Patient said he charged the ins every 6 to 7 days now, and it could take up to 4.5 hours to fully charge the ins. The healthcare professional told patient that this might happen once the ins was about five years old or so. It was reviewed it could take 6 to 8 hours to charge a fully depleted ins. Patient was unsure how depleted the ins was when he started charging but he charged to full. It was stated patient had to lay down and sleep on the ins recharger (insr) antenna at night. Patient said it ¿just hurt¿, was terribly uncomfortable, and was hard to sleep on it. It was reviewed consideration and suggesting using adhesive discs. Patient had not been reprogrammed or switched to a new group and had no need to increase parameters. It was noted the patient had not made any programming changes in the last two years other than sometimes increasing amplitude to better control increase in pain (no therapy allegation). Patient indicated these changes were temporary, and he changed their ins 100% full. It was mentioned patient¿s fall was related to the issue, patient stripped twice and ¿took a couple of good fall¿ in the last four months or so, he fell on his back hard. Patient said all charging issues above started ¿probably a year ago¿ in 2017. Additional information was received on the same day stated that patient noticed the therapy ¿pulsations¿ seemed stronger when the ins was fully charged compare to when it was at ½ or ¼. It was reviewed that this would be unexpected. It was noted the fall could be related to this issue. No further complication and events were reported.